Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump has multiple errors and alerts. The customer¿s blood glucose level was 6.4 mmol/l at the time of the incident. The customer received repeated errors due to the customer not responding and alarmed failed battery. The customer inserted a new battery and found multiple pump errors in the insulin pump history. The insulin pump passed the self-test and displacement test. The customer was advised to monitor the insulin pump closely and call back if the issue continues.